Event description:
Caller alleged getting 2 different results with 1 specific patient when using the inratio meter. Caller received a 1.4 inr on meter with 1st test, retested and got 2.3 inr. According to the caller; the patient had been on coumadin for a while now, not on lovenox and no history of anemia. No changes with patient. Patient target range should be 2.0-3.0 inr with the meter.

Manufacturer narrative:
Customer claims discrepant results (precision) with one patient. Inratio precision data provided by end-user: value #1 1.4, value #2 2.3, mean 1.85, std dev 0.636396, %cv 34.39979. The %cv is greater than 20%. The precision criterion is not met. Product testing is required. Device was not returned for evaluation. Inratio strip testing was performed using retain strips ln 080646a, and samples from two therapeutic donors. Both samples passed the criteria for precision. No further action is required. No corrective action is required as no product deficiency was established.